Event description:
During training in 2000, the physician deployed a vasoseal es following a diagnostic catheterization procedure. Following deployment the 2nd collagen plug was sticking approx 1 cm out of the skin, so it was clipped and tucked under the skin. Steri-strips were applied to keep the skin edges together. The pt was discharged 2-3 hours post heart catheterization procecure. Two days post procedure the pt complained of pain in the right leg. The next day the pt was re-admitted to the hosp and was diagnosed with sepsis. A culture of the groin site was taken which revealed e-coli. The pt had necrotizing fascitis and had several surgical procedures to remove tissue from the right leg. The pt was placed on a ventilator in ICU. The pt later expired.